Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that power and flow had been noted to increase on the device and power had almost doubled. The speed was changed from 8800 rpm to 9000 rpm at the clinic visit on (B)(6) 2021. There was no explanation for increased parameters. There were no alarms, and all hemolysis labs were within normal limits and the international normalized ratio (inr) was therapeutic. Log file analysis observed the flows elevated above normal parameters, which is usually caused by a build up on the rotor of the pump. The site stated patient's vitals and labs were all normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files contained data from 06:35:46 on (B)(6) 2021 to 10:06:40 on (B)(6) 2021. Elevations in pump power and estimated flow were observed on (B)(6) 2021and (B)(6) 2021. Of note, several of these elevations were captured during pulsatility index (pi) events. The pump¿s power consumption decreased towards baseline after each elevation. No other atypical events or alarms were captured, and the pump appeared to have operated as intended above the low speed limit throughout the log file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6),were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.